Event description:
It was reported that the fiber broke during surgery near the tip. It is unk if the issue occurred while the fiber was inside of the pt, however it appears it may have been during use. There was no report of the device remaining inside the pt or that device retrieval was required. "No damages to the pt" was reported.